Event description:
It was reported that it was unknown if the patient's fall was related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, analysis of the log files retrieved from the returned system controller confirmed a pump stop event due to a loss of external power. The loss of external power is investigated under the associated system controller investigation, MFR # 2916596-2023-07444. The log file contained events from day 541, hour 18, minute 22, through day 551, hour 19, minute 38. Low battery hazard events were noted beginning on day 551, hour 19, minute 38. At an unknown time, the system lost external power and the pump stopped. External power was returned to the controller at an unknown time and the controller clock reset to the default timestamp of day 0, hour 0, and minute 0. The final event captured the driveline disconnected, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. It should be noted that the onset and duration of the pump stop could not be conclusively determined through the analysis of the submitted log file. The account indicated that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. Section 3, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, including pump off alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. Additionally, section 8 of the patient handbook lists examples of emergencies, including when the pump has stopped, and what actions to take. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-07444. It was reported that the patient passed away due to a fall. The patient also had red heart alarms. Death was considered related to the heartmate ii system controller.